Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that their ins did not cover their new right side pain and they needed coverage for both sides. The ins was removed and they put in leads for both sides and a new ins. They further reported that everything was removed (B)(6) 2018 because they got a raging infection where the battery compartment was and 3 weeks later ((B)(6) 2019) they were in the hospital for over a week on heavy dose antibiotics. They didn't have the new implant put in at the time of removal. They were implanted with a new ins and two leads on (B)(6) 2019. The patient had been on 6mg of dilaudid every 3 hours for a year. No further complications were reported or anticipated.